Event description:
It was reported the system displayed a cine disk not available error on the right monitor after boot up. A loss of subtraction, road-mapping, or other critical vascular cine functions could result in undue pt delay, damaged vasculature, or termination/rescheduling of an interventional procedure. There is no report of injury or death associated with this complaint.

Manufacturer narrative:
A ge rep evaluated the system and reseated circuit boards, cables, and connectors associated with the cine drive. The system operates as intended.